Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, approximately 29 months post valve implant, the valve leaflets were thick and affected by diffuse calcification. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve degeneration could not be determined, however, endocarditis or valve thrombosis may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article "surgical retrieval of a degenerated sapien 3 valve after 29 months," approximately 29 months post implant of a 29mm sapien 3 valve in the aortic position, the patient was admitted with heart failure. Tte revealed significant degeneration of the aortic valve prosthesis with severe aortic regurgitation and increased gradients. The patient underwent aortic valve replacement with a 25mm bioprosthesis. During explant of the sapien 3 valve, it was found the leaflets were thick and affected by diffuse calcification. Histology study of the leaflets tissue showed typical features of prosthesis degeneration with hyaline areas and bone fragments. Endocarditis or valve thrombosis were considered to have been likely contributing factors for the valve degeneration. Reference: malvindi pg, carbone c, labriola c, paparella d. Surgical retrieval of a degenerated sapien 3 valve after 29 months. Interact cardiovasc thorac surg 2017; doi:10.1093/icvts/ivx057.

Manufacturer narrative:
Additional information stated that the cause for the valve degeneration was late endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. As the event occurred approximately 29 months post valve implant, there is no evidence or allegation that the event was related to the valve. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.